Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the orders were not crossing to the station. A technical support specialist (tss) checked the site query and confirmed that no delays or communication issues. However, the critical override query indicated an inbound delay between 02:55 and 03:15, although all stations were up to date. The tss confirmed with the customer that no further issues were reported. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing to the station. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.